Event description:
Pt undergoing catheterization and stent placement. Right coronary stent balloon would not deflate. Multiple attempts made to deflate balloon were unsuccessful. The balloon was retracted in the 8 fr sheath introducer. While being retracted, the balloon ruptured, which partially deflated the balloon. Also while pulling out balloon, the shaft of the balloon catheter broke and was successfully retrieved with a snare. The balloon was inflated approx 2 hours. During this time, the pt remained asymptomatic. Pt went on to have an acute myocaridal infarction and died. The vessel on which the balloon would not deflate was pt and not damaged, per the autopsy report.